Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it was too slow and the issue was ongoing for 2 months. The user stated that when they did a transaction or login, everything was loading for this one station, but it took about 7 seconds to click on anything. User already rebooted the machine, but issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was running too slow. A technical support specialist dialed in station; check database is within normal range. Checked c and d drive were normal, memory was 70%. Tried login and generate report, did not have much delay. Customer confirmed that there was slowness when they tried to load up the patient and when doing transaction (2 to 3 second), took down station and checked space sniffer. Booted up station using station configuration to resolve the issue. The system functioned as intended after technical support specialist troubleshoot the device.